Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with the right ventricular lead exhibiting intermittent capture at high output due to high capture threshold and low lead impedance. On (B)(6) 2020, the lead was capped and replaced successfully. The patient's condition remained stable.